Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon was firing the 4th firing with a white reload. After the surgeon completed firing the device it locked out and would not open due to the device was articulated. The device did cut and staple properly. The tissue was not in the device at this point. He then used another device to compete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that the device was received in good visual condition and with a cartridge reload fully fired present. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The event could not be confirmed as the device closed and opened as intended. The batch records were reviewed and no anomalies were noted during the manufacturing process.